Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The rear face cable printed circuit board (pcb), interface breakout, and the footswitch were all replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser footswitch did not respond during a procedure. There was no impact to the patient. The customer is not willing to provide any additional information.

Manufacturer narrative:
The footswitch, phaco handpiece printed circuit board (pcb) interface, and cable were all received at for evaluation. A visual assessment of the returned samples did not find any obvious visual nonconformity on any part. The samples were installed onto a known good system and booted up. The reported event of the laser footswitch not responding was able to be replicated and system message (sm) displayed. Each returned sample was tested separately on the known good system; the footswitch and the cable had no problem found. The pcb interface was found to be nonconforming. The root cause of the reported event can be attributed to a nonconforming pcb interface. However, how and when the pcb became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).